Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse used a new neutral electrode and performed a monopolar and bipolar test on the erbe viodv generator. The equipment passed all tests, and the scalpel worked normally; no message or error appeared on the erbe. The system was tested and verified as ready for use. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed the following possible related system errors: erbe error - the da vinci system requested an activation of a non-mounted da vinci instrument.

Event description:
It was reported that during a da vinci-assisted inguinal herniorrhaphy procedure, the erbe viodv generator issued an alert indicating a potential issue, which resulted in abdominal burn marks. Prior to the procedure, the grounding pad was properly placed on the patient's lower thigh, and the erbe generator settings were 3 for both cutting and coagulation. The issue occurred while performing the abdominal incisions with a bovie pencil; the alert suggested checking whether the neutral electrode was disconnected from the scalpel, properly attached to the patient, or possibly damaged. Simultaneously, first-degree burn marks appeared, resembling red bruising, and were randomly located on the abdomen, with the exception of two burn marks that formed a ring around an incision port. No medical treatment was provided to the port site burns, although it is unknown if treatment was provided to any additional burn marks. To continue with the procedure, the vision side cart was replaced with another system, and no further issues were encountered. The procedure was successfully completed robotically. A field service engineer was requested to perform a site visit to inspect the erbe generator.

Manufacturer narrative:
Additional information: an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse performed monopolar and bipolar tests on the erbe with a new neutral electrode. The test electrode worked normally with no error messages. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed the following possible related system errors: erbe error: m-b1 - neutral electrode (ground pad) current warning. (Insert the connector of the neutral electrode cable into the receptacle as far as it will go. Ensure grounding pad is oriented correctly). Device history record (DHR) review for the device(s) involved with the reported event was not possible and/or not required by isi at the time of complaint closure. The probable root cause of error m-b1 may be attributed to various factors. The neutral electrode (e.g., grounding pad) may not be connected to the generator, may be defective, or may have poor contact with the patient surface. This issue can be resolved with reseating or replacement of the neutral electrode. At this time, the complaint investigation has been completed, and the record will be closed. If additional information is obtained, then the record will be re-opened for further evaluation.

Event description:
Refer to h11 for follow-up information.